Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient came home and when tried to connect to implant said that they changed everything and can't get to their program. Patient said that they experienced return of symptoms, peeing all over since sunday when tried to connect to implant and wasn't able to do so. Agent did not ask about the circumstances that led to the reported issue. Reviewed general use and with instruction patient connected right away. Patient currently on program 3 at 0.4. Patient increased setting to 0.6. Reviewed general programming guidance. Patient services agent reviewed that patient could have accidentally selected a different option besides mytherapy and that is why the screen looked different. Patient to monitor symptoms for at least 24 hours and if needed make another slight adjustment. Patient said that hcp didn't tell them that they were not supposed to drink coffee, tea, alcohol and anything with a fizz. Patient asked for additional guidance of what to do regarding symptoms. Additional information was received from the patient. They reported that the patient was not told they could not drink anything but water and have given up no coffee and alcohol (beer, etc). They do drink tea in the am (need some caffeine in the am to wake up). At their age, this has been very difficult for the patient. Why wasn't the patient offered a sling first rather than after the device. The patient had the communicator plugged in for 3 days and as soon as it was unplugged, the orange light came on and they started peeing. The patient called and the agent said it wasn't charged up enough. They called the second time and told to repeat the steps above the second time. No further actions will be taken. Additional information was received from the patient 2021-mar-22. The patient stated the issue with the communicator is still going. The communicator doesn't keep a charge and as soon as they unplug, the orange light comes on. The patient has an appointment with the healthcare provider (hcp) at the end of the month. No further complications were reported. On 2021-12-23 additional information was received from the patient. They reported that pt states they continue to have issues with the therapy managing their symptoms. Pt states they did talk to the doctor but they don't want to see her. Pt states they did set up an appointment with dr. At the end of january however. Pt states the doctor has told them the device was put in wrong and the only way to handle this is by having another operation. Pt states the did meet with a mdt representative at both dr. 'S office and states they changed the program. Pt was not sure when they were first notified of this issue but knows it was shortly after it was implanted. Pt states at this point, they don't know what programs they have tried and would like to meet with the representative again. Pt is looking for the reps contact info. Pt states this issue has been going on since the day they had it implanted. Pt states they believe it's related to the communicator low battery light indicator. Pt reports when they charge the communicator, they start draining. Patient services reviewed battery indicator light meaning and redirected pt back to doctor to see if contact info for the rep can be provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.